Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci tip cover accessory with an alleged issue to perform failure analysis. The tip cover accessory have tearing at the mouth where the scissor tips exit. Tear is not axially aligned with the tip cover and measures approximately 0.194¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported the tip cover accessary front part was easily broken in the beginning of the procedure. The procedure was completed with no reported injury.